Event description:
Pt had total hip replacement 5/19/97 and returned to o.r. 5/30/97; with dislocation of same hip. Acetabular insert was changed using same size p.5 28mm 15 degrees hood but different "lot number uuuda 9702586 1st insert lot number was uxbia 9710599. Had one dislocation prior to 5/30/97. 1st insert used appeared to be mislabeled or faulty manufactural design.